Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration/ absent left coil') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria. Concurrent conditions included ovarian cystectomy, phlebolith and abdominal pain lower. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: the number of coils noted were 8 on the left, and 6 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2012: impression: no evidence hydronephrosis or hydroureter. Probable bilateral small ovarian cysts.. Hysterosalpingogram - on (B)(6)2012: total occlusion of fallopian tubes bilaterally.. Pregnancy test urine - on (B)(6)2011: negative.. Ultrasound pelvis - on (B)(6)2013: impression: absent left coil. Small amount of free fluid around right adnexa.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration/ absent left coil') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria. Concurrent conditions included ovarian cystectomy, phlebolith and abdominal pain lower. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: the number of coils noted were 8 on the left, and 6 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: no evidence hydronephrosis or hydroureter. Probable bilateral small ovarian cysts.. Hysterosalpingogram - on (B)(6) 2012: total occlusion of fallopian tubes bilaterally. Pregnancy test urine - on (B)(6) 2011: negative.. Ultrasound pelvis - on (B)(6)2013: impression: absent left coil. Small amount of free fluid around right adnexa.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.